Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) and admitted to the intensive care unit at calais hospital on (B)(6) 2026. The patient's blood glucose levels reached 498 mg/dl, with blood ketone level of 6, while wearing the pod for an unspecified duration. The patient reported a malfunction of the continuous glucose monitor, resulting in discrepancies in glucose readings and causing the pod to shut down for several hours. The patient received treatment consisting of intravenous hydration with 2l of sodium chloride, potassium supplementation, and insulin therapy. The patient was released from the ICU on (B)(6) 2026 and was discharged from the hospital on (B)(6) 2026.